Event description:
The account stated that the siderail is not latching.

Manufacturer narrative:
The technician found feeding tube liquid in the siderail latching mechanism, preventing the siderail from latching. He cleaned the siderail latching mechanism to repair the bed.